Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, the device was put through and passed a series of automated diagnostic testing. Analysis testing confirmed the field report of lv setscrew issue. The damage to the wrench tip and lv- hex slot is consistent with induced damage. The device meets specification, electrically.

Manufacturer narrative:
This crt-d will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the associated left ventricular (lv) lead dislodged shortly after implant. During the revision procedure this lv lead could not be repositioned due to patient anatomy. The physician instead wanted to implant a epicardial lv lead. When attempting to fix a plug in the lv port of this cardiac resynchronization therapy defibrillator (crt-d), the setscrew would not turn. Several screw drivers were used; one of which was broken. The tip of this screw driver broke inside of the lv screw. It was mentioned there was no allegation against the lv lead, and it will not be returned for anlaysis. There were no adverse patient effects reported.